Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the patient's infrarenal aorta was angled (the angle unknown). The delivery catheter of the trunk-ipsilateral leg component (rlt281412j/14931071) was inserted from the left femoral artery and positioned slightly above the infrarenal aortic angle, and the proximal portion of the trunk was deployed. The rlt281412j was then repositioned to be placed just below the angle. After cannulation of the contralateral gate, a non-gore device (endurant leg20mm) was implanted on the contralateral side. Then, the second deployment cord of the rlt281412j was pulled to deploy the ipsilateral leg. However, the dsa image showed the ipsilateral leg remaining constrained. It was reported that there were no significant resistance when the cord was removed. The length of the cord with the grey knob measured 77cm. There was no cord remained in the access hatch. The physician tried to retrieve the delivery catheter. However, it was impossible due to the constrained ipsilateral leg on the device. Multiple attempts were made to deploy the ipsilateral leg forcedly using different types of guidewires and catheters which were inserted from the left upper limb or from the right femoral artery (contralateral approach) to be advanced into the constrained ipsilateral leg. However, none of the attempts were successful. As the physician tried to remove the delivery catheter one last time, the delivery catheter finally came down and was retracted. The ipsilateral leg started to deploy to about a diameter of 6-7mm throughout the whole length. A pta balloon was used to expand the leg to the proper diameter. However, a portion (about 15mm) of the leg (25-10mm from the distal end) remained constrained with the diameter of about 6-7mm. Two pta balloons were expanded at the same time to deploy the portion of the leg. However, the attempt was unsuccessful. The physician determine to monitor.

Manufacturer narrative:
Date of death is unknown. Additional information was added in the event description.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the patient¿s infarrenal aorta was angled (~89 degrees from imaging eval). The delivery catheter of the trunk-ipsilateral leg component (rlt281412j/14931071) was inserted from the left femoral artery and positioned slightly above the infarrenal aortic angle, and the proximal portion of the trunk was deployed. The rlt281412j was then repositioned to be placed just below the angle. After cannulation of the contralateral gate, a non-gore device (endurant leg20mm) was implanted on the contralateral side. Then, the second deployment cord of the rlt281412j was pulled to deploy the ipsilateral leg. However, the dsa image showed the ipsilateral leg remaining constrained. It was reported that there were no significant resistance when the cord was removed. There was no cord remained in the access hatch. The physician tried to retrieve the delivery catheter. However, it was impossible due to the constrained ipsilateral leg on the device. Multiple attempts were made to deploy the ipsilateral leg forcedly using different types of guidewires and catheters which were inserted from the left upper limb or from the right femoral artery (contralateral approach) to be advanced into the constrained ipsilateral leg. However, none of the attempts were successful. As the physician tried to remove the delivery catheter one last time, the delivery catheter finally came down and was retracted. The ipsilateral leg started to deploy to about a diameter of 6-7mm throughout the whole length. A pta balloon was used to expand the leg to the proper diameter. However, a portion (about 15mm) of the leg (25-10mm from the distal end) remained constrained with the diameter of about 6-7mm. Two pta balloons were expanded at the same time to deploy the portion of the leg. However, the attempt was unsuccessful. The physician determine to monitor. The procedure was concluded. The amount of blood loss during the procedure was reported as 1200ml. Transfusion was reportedly performed. After the procedure, the patient was transferred to the ICU. While the patient received dialysis treatment (the patient had medical history of renal disease), the patient¿s blood pressure dropped to 30, and she developed cardiac arrest. CPR was performed and he recovered. She also showed the symptoms of stroke. Images showed left brain infarction. The physician reportedly stated that the catheter manipulation from the left brachial artery to deploy the constrained ipsilateral leg most likely contributed to the embolism of brain artery from the left vertebral artery. On (B)(6) 2016, the symptom of the stroke still remained. No ischemia of the lower extremity or other complication was reported. ************ (following is the additional information.) On (B)(6) 2016, it was reported that the patient expired due to cerebellar infarction.

Manufacturer narrative:
Corrected date of implant in the event description. Added new information. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was reported that the patient's infrarenal aorta was angled (~89 degrees). The delivery catheter of the trunk-ipsilateral leg component (rlt281412j/14931071) was inserted from the left femoral artery and positioned slightly above the infrarenal aortic angle, and the proximal portion of the trunk was deployed. The rlt281412j was then repositioned to be placed just below the angle. After cannulation of the contralateral gate, a non-gore device (endurant leg20mm) was implanted on the contralateral side. Then, the second deployment cord of the rlt281412j was pulled to deploy the ipsilateral leg. However, the dsa image showed the ipsilateral leg remaining constrained. It was reported that there were no significant resistance when the cord was removed. There was no cord remained in the access hatch. The physician tried to retrieve the delivery catheter. However, it was impossible due to the constrained ipsilateral leg on the device. Multiple attempts were made to deploy the ipsilateral leg forcedly using different types of guidewires and catheters which were inserted from the left upper limb or from the right femoral artery (contralateral approach) to be advanced into the constrained ipsilateral leg. However, none of the attempts were successful. As the physician tried to remove the delivery catheter one last time, the delivery catheter finally came down and was retracted. The ipsilateral leg started to deploy to about a diameter of 6-7mm throughout the whole length. A pta balloon was used to expand the leg to the proper diameter. However, a portion (about 15mm) of the leg (25-10mm from the distal end) remained constrained with the diameter of about 6-7mm. Two pta balloons were expanded at the same time to deploy the portion of the leg. However, the attempt was unsuccessful. The physician determine to monitor. After the procedure, the patient was transferred to the ICU. While the patient received dialysis treatment, the patient's blood pressure dropped to 30, and she developed cardiac arrest. CPR was performed and he recovered. She also showed the symptoms of stroke. Images showed left brain infarction. No ischemia of the lower extremity was reported.

Event description:
The amount of blood loss=1200ml. Transfusion was performed.